Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, patient underwent fusion surgery in which rhbmp2 was used. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent a spinal surgery. As per op notes, ¿the l5 defect was visualized under fluoroscopy. It did show that there was compression across the l5 defect, as well as adequate placement of the graft and the rhbmp-2/acs. Attention was then turned to the l4 level directly above this on the left side. The bur was once again used to decorticate this area, as well as the area directly overlying the entrance point to the l5 pedicle on the right side. Bone graft substitute wrapped in rhbmp-2/acs was then placed into the defect. Next, attention was turned towards the pedicle.¿